Event description:
It was reported that the patient had an advance sling implanted in 2009. The patient presented with incontinence again. An artificial urinary sphincter consisting of a cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.